Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a new insulin pump and wanted to check the settings. She was previously hospitalized for a high blood sugar. The blood sugar was 412 mg/dl and highs began (B)(6) 2017. Customer reports being groggy and lethargic with no energy. Customer did not received medical intervention and was treated with the pump .troubleshooting was performed and the insulin was operating as designed.